Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device does not switch on and does not charge the battery. There was no patient involvement.